Event description:
On (B)(6) 2019 nsk america received complaint of a patient burn injury event from customer documents received with two devices for service. The comment on the document stated "handpiece gets hot, burns patients lip and cheek." On december 3, 2019 dental practice was contacted by phone and spoke with dr. (B)(6) for further information on the adverse event. During the call the doctor stated that both devices has been involved in two separate adverse events on two separate days but was unable to provide any specific event information at the time of the call. She stated that both patients are healing as expected. The doctor provided an email address and would have more information after some research. On the same day of the call an email was sent to the address she provided requesting this information. No reply to the email request was received. On december 6, 2019 a second follow up email was sent to the same address requesting information about the event. No reply to the email request was received. On december 11, 2019 a third email request was sent to the same address requesting information about the event. No reply to the email request was received. Further detail will be provided in a follow up when it becomes available.